Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. It was confirmed that the strain relief was pulled out from the handle. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined that the reported issue was due to inadvertent mishandling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during unpacking, the strain relief of a 7.0 x 80 mm absolute pro self-expanding stent delivery system was found detached from the device. Therefore, the device was not used in the patient and was replaced with another unspecified stent to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.